Manufacturer narrative:
(B)(4).

Event description:
The device was being replaced due to normal eri. During the procedure, the set screw on the header would not accept either of two wrenches, so the connector of a lead needed to be cut and plugged to finish the replacement procedure. There were no adverse consequences to the patient.

Manufacturer narrative:
The svc lead connector was returned in the lead bore. Upon analysis, the svc screw could not be loosened with a standard st. Jude medical screwdriver because the hexagonal cavity of the screw was too damaged to engage the screwdriver tip. The screw was loosened using a stripped screw extraction tool and the lead connector was removed.